Manufacturer narrative:
H6 patient codes: patient code - no clinical signs, symptoms or conditions. H6 device codes: device alarm system a1601 - removed (no red alerts).

Event description:
It was reported that this patient had a remote monitor transmission today; however, on two different occasions, there was no alert transmissions following the anti-tachycardia pacing (atp) episodes. Technical services (ts) asked clinician if the patient had been away from their communicator during this time. The clinician will call the patient to investigate further. Multiple attempts were made to acquire clarifying information about the patient's proximity during the timeframe discussed, to no avail. Remote monitor records indicate the device and communicator are working without incident. No adverse patient effects were reported. The communicator remains in service.

Event description:
It was reported that this patient had a remote monitor transmission today; however, on two different occasions, there was no alert transmissions following the anti-tachycardia pacing (atp) episodes. Technical services (ts) asked clinician if the patient had been away from their communicator during this time. The clinician will call the patient to investigate further. No adverse patient effects were reported. The communicator remains in service.

Manufacturer narrative:
H6 device codes:device alarm system a1601 - removed (no red alerts).

Event description:
It was reported that this patient had a remote monitor transmission today; however, on two different occasions, there was no alert transmissions following the anti-tachycardia pacing (atp) episodes. Technical services (ts) asked clinician if the patient had been away from their communicator during this time. The clinician will call the patient to investigate further. No adverse patient effects were reported. The communicator remains in service.